Event description:
It was reported that during a laparoscopic valve procedure the surgeon fired the device and it locked out. When they observed the device they had loaded a 45 ecr45b reload in the device instead of the erc60b. It had not fired any staples nor cut tissue. The surgeon then used the reverse button to retract the device and remove from the patient. They then used another like device loaded with the proper reload and completed the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Incorrect cartridge size. Additional information was requested and the following was obtained: on what tissue type was the device used? Heart at what location on the tissue? Valve. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Asku. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Asku. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. If so, when? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Powered device. Was there any difficulty removing the device from the tissue? Used the reverse button. The analysis results showed that one pse60a device was returned with no visual non-conformances and loaded with a 45 mm reload. The reload was noted to be unfired. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device was tested for functionality in the straight position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.